Event description:
It was reported that the patient has been experiencing erratic and low blood glucose levels (21mg/dl). The patient's wife indicated that the patient's blood glucose levels have been erratic since a motorcycle accident on (B)(6) 2010. Reports the accident is not related to the pump, and was caused by a dog running in front of him. The patient suffered a head injury due to the accident and is taking antidepressant and high blood pressure medication. The pump was reportedly submerged in a sewage ditch at the time of the accident. On (B)(6) 2011 the patient experienced a blood glucose level of 21mg/dl and was treated with cake icing by his wife. The patient's basal rates were adjusted by his hcp, however the patient has continued to experience erratic blood glucose levels. The patient's cde indicated that further rate adjustments are needed. A review of the pump history indicated that basal and bolus deliveries add up to the total daily dosage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).